Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 150-250mg/dl fasting. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 109mg/dl and 141mg/dl. Reviewed meter memory: (B)(6). Customers concern: with 141mg/dl and 299mg/dl result obtained with another meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of poor user technique and inaccurate user reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 150-250mg/dl fasting. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 109mg/dl and 141mg/dl. Reviewed meter memory: (B)(6). Customers concern:with 141mg/dl and 299mg/dl result obtained with another meter. No adverse event reported.